Event description:
Used j. Morita's perfectim impression system (pis) with h&h technique. The certified dental lab and certified technician with 40 years experience followed all directions for technique. No crowns fit, reporter complained to j. Morita and their expert sent them to a dental lab (not certified). Expert said, "co knows how to use system." Again nothing fit. Sent letter to j. Morita stating facts and their sales mgr responded to none of the issues, but said in essence, reporter doesn't know what they are doing. Reporter asked j. Morita if they have clinical data to support their claims. There was no answer provided to this question.